Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a short battery life issue and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 08/09/2016-correction to initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 09/06/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/12/2016 with the following findings: a review of the pump black box data revealed a replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was present inside the compartment. A leak test was performed and confirmed a battery compartment leak. The battery cap was not returned with the pump. A test battery cap secured properly to the pump, and the pump was exercised for 24 hours with no duplicated battery life issues. The pump case was removed, and no further evidence of moisture ingress or damage was found. Unrelated to the complaint, the display lens was cracked at the bezel. (B)(4).